Manufacturer narrative:
The technician isolated the issue to a broken rocker arm. He installed a brake/steer upgrade kit to repair the stretcher.

Event description:
Information received indicates the brake or steer will not set from foot end. The brake/steer can be set from the head end and the stretcher would appear to be in brake mode but the foot end caster would not engage (hold).